Event description:
It was reported five hours post successful but high filter placement, central line placement was attempted. Resistance was encountered and a radiograph revealed the wire used for central line placement was caught on the apex of the filter. Continual exertion on the wire resulted in dragging the filter to the right atrium. The filter was left in the right atrium and the wire was cut and sewn in place. The patient's condition is good. This device remains implanted. Therefore, no failure analysis will be avaiable. Follow up revealed the central line was being placed without the aid of fluoroscopy. The filter referenced in this report had been placed high in the inferior vena cava without complications. No malfunction of the device was reported. Central line placement without the aid of fluoroscopy may have contributed to this event.